Event description:
It was reported to boston scientific corporation that during an anterior apical prolapse repair procedure using a pinnacle anterior pfr kit, the needle detached from the mesh leg as the physician was throwing it through the patient's right sacrospinous ligament. The needle was captured inside the capio cage. The physician removed this device and completed the procedure with another pinnacle anterior pfr kit, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.